Event description:
It was reported the customer was hospitalized for low blood glucose and her blood glucose levels were 15mg/dl. The customer also reported receiving an error alarm and the displacement test was not performed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and no further testing was performed due to prime anomaly.